Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 8 foley catheters contained debris, hair and black specks within the sterile wrapper. As per follow up via phone on 20sep2022, stated that the catheters did not come into contact with any patients.

Event description:
It was reported that the 8 foley catheters contained debris, hair and black specks within the sterile wrapper. Per follow up via phone on 20sep2022, stated that the catheters did not come into contact with any patients.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 8 unopened 3-way catheters. Visual inspection noted foreign material inside of the catheter packaging. This is out of specification per inspection procedure which states, loosen hair in package and/or trapped in sealing is not allowed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.